Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the hcp was unable to remove the patient's previous sensor during removal appointment. The incident happened on (B)(6) 2024. The sensor had been inserted on (B)(6) 2024. During the appointment, the sensor was unable to be palpated. An ultrasound was used to localize the sensor, but no transmitter or magnet were used.

Manufacturer narrative:
Inability to remove sensor is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the hcp was unable to remove the patient's previous sensor during removal appointment. The incident happened on (B)(6) 2024. The sensor had been inserted on (B)(6) 2024. During the appointment, the sensor was unable to be palpated. An ultrasound was used to localize the sensor, but no transmitter or magnet were used. Another removal attempt was made in february during which the sensor was successfully removed without any complications. Additionally, a new sensor was inserted to continue using eversense e3 cgm system. This incident does not require any further investigation. B4. Date of this report 14 april 2025. G3. Date received by the manufacturer? 14 april 2025. H6. Investigation conclusions updated to 22,4311.